Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) seven times as documented in the repair reports. The last repair was (B)(6) 2018 where it was reported that the device was producing an incomplete mesh and the gear and bearings were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on (B)(6) 2018 revealed that the comb and roller gear were damaged. The calibration was out of specifications. The 1.5:1 ratio cutter, serial number (B)(4), and the 2:1 ratio cutter, serial number (B)(4) both produced a failing test mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller and gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the cutters failed to produce a passing test meshes. The root cause of the incomplete mesh was due to the damage cutters. A damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher. The issue was resolved with the replaced roller and gear. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the zimmer skin graft mesher gave an incomplete mesh on very thin skin on during the meshing on previously recovered cadaveric donor skin. No adverse events were reported as a result of this malfunction.